Event description:
It was reported the right atrial (ra) lead had dislodged shortly after implant. As a result, a revision procedure was performed to reposition the lead successfully. There were no adverse patient effects reported.

Event description:
It was reported the right atrial (ra) lead had dislodged shortly after implant. As a result, a revision procedure was performed to reposition the lead successfully. There were no adverse patient effects reported. Additional information was later provided from the field that confirmed the dislodgement was found during the device check, there was a pacing failure and it was confirmed with an x-ray.

Manufacturer narrative:
This report contains updates from additional information received. This includes fields; b5: describe event or problem, h6:impact codes, h6:device codes, along with any other relevant fields have been updated.